Manufacturer narrative:
Evaluation summary: the software analyzer was returned and analysis could not confirm the customer comment that the analyzer failed to work properly during a case, that the atrial markers "went away." It was determined that the analyzer "pigtail" cable was at fault, however, no cable was returned with the analyzer. Product ID 2090 programmer; product ID 2067, radio frequency programmer head; (B)(4).

Event description:
It was reported that the analyzer failed to work properly during a case. Follow-up determined that the atrial markers "went away." It was further reported during follow-up that this same situation occurred with another analyzer and it was then believed that it was the "pigtail" (a connector) which was the cause of the issue (pigtail was not returned). It was requested that the analyzer be checked out and returned. It was further reported that the programmer rebooted twice during normal interrogations for no apparent reason. Follow-up determined that the programmer was able to complete the interrogations. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090 programmer; product ID: 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the analyzer failed to work properly during a case. Follow-up determined that the atrial markers "went away." It was further reported during follow-up that this same situation occurred with another analyzer and it was then believed that it was the "pigtail" (a connector) which was the cause of the issue (pigtail was not returned). It was requested that the analyzer be checked out and returned. It was further reported that the programmer rebooted twice during normal interrogations for no apparent reason. Follow-up determined that the programmer was able to complete the interrogations. It was indicated that there were no patient complications reported as a result of this event.